Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. The pump was returned with the percutaneous lead (lead) cut at the pump end bend relief and the severed portion of the lead was not returned. Examination of the blood contacting surfaces found no adhered depositions or thrombus formation. Additionally, visual inspection of the pump bearings and bearing cups found no anomalies. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Review of the device history records including the sterilization and packaging documentation found no deviations from manufacturing or qa specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 7 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient had an unreported driveline infection in (B)(6) 2016 that was treated with antibiotics. The event date is estimated to (B)(6) 2016. It was reported on 12/22/2016 that the patient had a chronic (B)(6) lvad driveline infection which led to a pump exchange on (B)(6) 2016. No additional information was provided.